Manufacturer narrative:
Concomitant medical products: lead model # 39565-65 lot # v424242011 implanted (B)(6) 2010 explanted unknown; programmer model # 37743 lot # nke144767n; recharger model # 37752 lot # nka140694n.

Event description:
It was reported that the patient had experienced headaches "since day 1." There was an issue with loss of therapeutic effect. The ins went "haywire" around (B)(6) 2011. The ins was reprogrammed by a manufacturer's representative before (B)(6) but the settings did not help with her pain. The patient had recently been very sick and had lost some weight and now the ins moved around. When the patient lies down at night the ins slides toward her armpit. The patient had an appointment with a physician on (B)(6) 2012 to check her shoulder, neck, and arm. The patient had not had ins checked since losing the weight. The manufacturer's representative spoke with the patient and noted that the patient will be seeing an ortho-spine surgeon to assess her neck issues and pain. The patient would eventually like the location of the ins changed, but not at this time. If additional information is received, a follow up report will be sent.